Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 8/3/2021, it was noticed that incorrect information was previously reported which indicated that " it was reported the knob/piston was unable to be turned and/or pushed up and down." However, it was reported that "the knob/piston was able to be turned and/or pushed up and down."

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30523177l number, and no internal action related to the complaint was found during the review. Health effect - impact code of surgical intervention (f19) was selected to represent the insertion of external tools (sheath) required to remove the catheter from the patient¿s body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the thermocool® smart touch® sf bi-directional navigation catheter became stuck and surgical intervention was required to remove it. During the case, the thermocool® smart touch® sf bi-directional navigation catheter was used to map the right inferior pulmonary vein (ripv) and became stuck. They had to cut it at the base to put up a sheath in order to remove the catheter. The procedure was delayed by 30 minutes. It was reported the knob/piston was unable to be turned and/or pushed up and down. They could only flex and deflect the curve a bit while the catheter was stuck. No patient consequences were reported. Procedure could be successfully completed.